Event description:
A journal article reported a retrospective review of prospectively collected data comparing consecutive outcomes of pts undergoing roux-en-y gastric bypass for morbid obesity. A total of 568 pts received peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) of the linear and/or circular gastric staple lines from 2007 to 2009. The average age was (B)(6); 77% of the pts were female; the average bmi was 46.1 +/- 7.1 and 96% of the pts who received the psdv had their surgery done laparoscopically. It was reported that the pt was diagnosed with an anastomotic stricture at the gastrojejunostomy site. The pt required dilation of the stricture to allow the pt to be able to swallow food.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The journal article is: collagen matrix staple line reinforcement in gastric bypass in surgery for obesity and related disease (2010;8: 185-189). Medical device reports submitted for the same journal article are manufacturer report number: 2183620-2012-00069, 00070, 00071, 00072, 00073, 00074, 00075, 00076, 00077, 00078, 00079.